Manufacturer narrative:
A field service engineer was dispatched to evaluate the analyzer. No mechanical issues were identified. A correlation study generated acceptable results and qc was within established ranges. No analyzer deficiency was identified. The operator did not follow good laboratory practice in analyzing a compromised sample, followed by manually validating discrepant erroneous results without verification. The sample was analyzed in the manual mode that requires the operator to mix the specimen tube and hold the open tube during sample aspiration.  It is possible that the initial elevated rbc and decreased wbc values were due to a sample that was settled (centrifuged) and not properly mixed prior to manual analysis. Furthermore, separate segments of blood are used for the rbc/hct and the hgb.  Because the segment of blood used for analysis in the hgb channel is the last segment collected during sample aspiration, it is possible that the sample tube was removed from the aspiration pipette prematurely by the operator before full aspiration of the sample was completed.

Event description:
The operator incorrectly analyzed a compromised sample and the results were judged "positive" indicating sample abnormality requiring the user to verify results prior to reporting. The operator stated that the sample was centrifuged and the plasma portion of the sample was removed for another test prior to analysis of the cbc. A critical low hemoglobin (hgb) result of 6.2 g/dl was generated. Repeat analysis of the compromised sample was also performed, which generated a falsely elevated hgb result of 27.2 g/dl. Neither result was accurate. The operator incorrectly released the initial hgb result of 6.2 g/dl to the clinician. The patient was unnecessarily transfused one unit of blood on july 18 at 02:49. A new sample was collected several hours after the transfusion and analyzed. A hgb of 12.5 g/dl was generated by the analyzer. The laboratory supervisor stated a new associate made an error by analyzing and releasing results of a compromised sample and that a new sample should have been collected. This event is being reported on the basis that incorrect results from a compromised sample led to an unnecessary blood transfusion. The patient is in good condition, there were no adverse effects due to the transfusion.